Event description:
The customer reported that the c-arm intermittently does not make x-ray, however, the system fully booted-up error free. Customer stated that problem occurred in the middle of the procedure. He rebooted the system and was able to complete the procedure error free. No pt injuries were recorded.

Manufacturer narrative:
The service rep replaced the interconnect cable, also adjusted the battery charger as customer requested. Unit booted-up and was able to x-ray error free, checked unit operations for over two hours at different level and modes, no error reported.